Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, the surgeon closed the clamping trigger over the renal artery and proceeded to squeeze the firing trigger three times, plastic to plastic technique. No sound was made on the third squeeze and the knife would not retract to allow the device to open. The manual release was pulled; the trigger dial did not rotate. The device was eventually removed from the pt and a redundant clip was found near to the anvil of the device. The clip has been retained and was taped to the side of the device for investigation. The case was converted to open to remove the device. The case was extended by 30 minutes. Pt condition immediately after the event = stable. Additional info received, "the prof. Wanted to extract a donor kidney and he used the stapler on the vein with a white reload. After firing, the stapler would not open up. Even with the manual release button it did not work and the knife was still in the forward position. Finally they opened up [different devices] and cut the stapler + the kidney out."

Manufacturer narrative:
Eval summary. The device was returned with the handles open, the closing trigger and anvil closed. Furthermore, a clip was received taped on the device. A reload was received loaded on the device and void of staples. Upon further inspection of the device, three additional clips were found lodged behind the knife preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws as they can jam the mechanism. Please reference the instructions for use for warnings and precautions regarding firing the device. After the clips were removed, the device opened and closed as intended. The firing mechanism was noted to be damaged. No further functional test could be performed due to the condition of the returned device. A batch record review was performed and no anomalies were found during the manufacturing process. Results = jammed clip.